Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had an MRI done for the shoulder and after this the implantable neurostimulator (ins) was shocking her all over the place. The device was calibrated but now it was "acting up" again. The hcp wondered what the patient should do at this point. The patient was advised to find a managing hcp. No follow could be attempted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information indicated prior device information was incorrect. Manufacturer site ID was corrected to 3007566237 to reflect updated device information.

Event description:
Additional information received from the consumer reported that the patient was experiencing stimulation in the wrong location; she felt current all over her body. There were no falls/trauma related to this issue. It was noted that the ins was a non-rechargeable device. The patient requested a meeting to have the ins checked or programmed to assist with the current situation. If additional information becomes available, a follow up report will be sent. The patient's indications for use were unknown.